Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms. Defibrillation threshold (dft) test was performed and the shocking portion of the rv lead was normal. The device was explanted and replaced while the pace/sense portion of the rv lead was surgically capped and replaced. Attempts to obtained additional information were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.